Event description:
The patient reported, she lost sensation and effectiveness from the stimulation. She visited the physician in 2008; at that time, the physician confirmed the lead was cracked. The stimulator (normal battery depletion) and lead (fractured) were removed in approx two months later. Lead impedances measured greater than 4,000 ohms.

Manufacturer narrative:
This report is being submitted following an internal audit. Final device analysis revealed no anomalies found for the neurostimulator. There was foreign material in the connector port. The insulation coating was scratched. The titanium can was dented. A stable output was observed. Final device analysis revealed a reliability non-conformance for the lead. No output was observed on any electrode pairs; four broken conductors were observed 5.3 cm from the distal end. The outer insulation was intact. Suspected body fluids were observed in the lead with no impact on the lead's performance.